Event description:
After balloon inflation, the physician was not able to remove balloon freely, balloon got stuck on the wire. Wire removed. Another wire was used and procedure completed without complications. No patient harm. Nc euphora 3.25x15 balloon and prowater guidewire.